Event description:
Upon review of a pt's chart, the physician questioned the troponin-1 result as a possible false negative. A 69 year old female was presented to the emergency room with chest pain for the past 2 years. All quality control was within range and there was no indication of an instrument malfunction. Pt had an angiogram and was treated for a myocardial infarction. Pt was discharged on 11/7/97 with no adverse event. Samples were not avaiable to return to dade for testing. However, the reagent kit lot kxtn-652 was tested by co's customer support lab and all qc was within range.